Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for follow up. Upon interrogation, the right ventricular lead exhibited low impedance. Isometrics were performed and noise was seen on the lead. The lead was reprogrammed. The patient would continue to be monitored.